Event description:
Procurement manager reported to baxter (B)(4) of a flo-gard IV solution administration set in which operator found the roller ball was missing from the package. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the customer reported condition of a flo-gard IV solution administration set in which operator found the roller ball was missing from the package was confirmed during sample evaluation. One actual sample was available at the plant for evaluation. Visual inspection revealed that the roller clamp was smashed and the roller was missing. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.